Event description:
It was reported that the programmer did not turn on. It was noted that it was due to power supply failure. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device did not power up however, the power supply was replaced as a preventive measure. Analysis did find that the left and right keyboard hinges were broken and that the stylus was missing and all were therefore replaced. (B)(4).